Manufacturer narrative:
G5: 510 k number is blank, this catalog number is not sold in the us. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that at 9:20 a.m. On (B)(6) 2023, when the doctor replaced the tracheostomy cannula for the patient, he found that the air bag was leaking. There was no obvious gap in the place of the initial inspection of the air leakage. The customer opened the air intake bag, used a syringe to inflate it, and when pressing the external air bag, the internal fixed air bag was soon flat. The new cannula was replaced and reinserted, which could be successfully completed, but it made the patient experience second pain.